Manufacturer narrative:
The device involved in the incident was returned stuck on a plastic foil. The device involved and retained samples of the same lot have been tested visually, electrically and thermally. Mechanical tests were performed on 2 retained samples (the device involved in the incident was in a state not suitable for the mechanical test). All devices were found to perform within limits. No faults could be detected. As the hosp stated the electrode was sticking well to the pt, we assume the chosen placement site may have played a role. The IFU states "choose a muscular or well vascularized convex skin site, on adults preferably an upper arm or thigh. Avoid bony prominences". The rib cage is not necessarily such a site. As no info has been provided so far as to where on the body the surgery was performed, we cannot judge yet whether this site has been a suitable choice. In addition, the IFU explicitly states a warning "if an electrosurgical unit offers an electrode monitoring system (like rem, nessy etc.), always use a split electrode. An electrode monitoring system cannot work with a standard un-split electrode." The martin me 400 offers such a monitoring system (pcs) (B) (4), although the hosp claims it does not. The hosp has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We, therefore, conclude that a user error caused or contributed to the event.

Event description:
On (B) (6) 2010, at (B) (6) emergency, a 2 hour orthopedic procedure was done. The nature of the procedure was a metal plate/rivet removal. A martin me 400 (B) (4) electrosurgical generator and a non-monitoring dispersive electrode (model rs05) were used. The electrode was placed on the left chest side. The pt was lying on the back and was not repositioned. The pt was of athletic, robust, muscular build. The skin type of the pt was described as "normal, dry, no hair, normotrophic". The skin was not cleaned, not disinfected, not dried and no ointment has been applicated. The power setting was described as cut 4 and coagulating 6,4. The hosp stated that the plate was perfectly adhering even on the burned areas. After the procedure, 2 third degree burns were discovered underneath the dispersive electrode, one close to the cable connection on the right side (when viewed from the gel side), the other on the opposite long edge close to the far corner. The wounds have been described as "about 3cm". The wounds have been treated with vaseline gauze pads and sofargen cream.